Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven (7) years, since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The equipment was kept under observation for more than 4 working days but 103 error not found. Minor dust was found inside of the unit that needed to be cleaned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that error code e103 occurred during routine maintenance by the service engineer. There was no patient involvement.